Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed no discrepancies or discernible damage other than normal wear and tear on the right angle extension cable, that did not cause any power failures even when the cable was manipulated. Patient data backup was performed successfully using returned accessories.